Manufacturer narrative:
This report being submitted is a follow up report due to the device returning and a lab evaluation being carried out on (B)(6) 2020. Investigation is still in progress.

Event description:
When the user straightened the zebd-7-10/lot c1592844 with the straightener and tried to advance the stent over the wire, he noticed a kink in the stent. Therefore, another stent was used instead. No adverse effects to the patient reported. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact. 1. Please indicate where the device was stored prior to use. Unknown. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visi glide2 0.025inch. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Yes. 3b. If yes please indicate the procedure performed. Est. 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished? Another stent was used instead. 8. Was a straightener used to straighten the stent? Yes. -user's comment the stent might have kinked before I opened the package. -sales rep's comment I did not attend this procedure but the user often uses this product, so I think his handling of the device had no problem. This report being submitted is a follow up report due to the device returning and a lab evaluation being carried out on (B)(6) 2020 which is the trigger date for this report.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot # c1592844 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th august 2020. The device was notes as kinked in the 2nd and 5th porthole on the tapered end. A 0.035¿ wire guide would not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-10 of lot number c1592844 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records showed the failure previously occurred with the current lot number. It was noted that this was also user error and as such was not a product defect. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1592844. It was also noted that the non-conformance noted with the lot would not have impacted the issue identified in the complaint. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as per information supplied in the patient/event info-notes section an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. It was also noted that the customer said he may have missed the kink on initial inspection, however as there is no evidence of this and kink was not noticed until after the contact with the incorrect wire guide this instance of user error has been deemed the likely root cause. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user straightened the zebd-7-10/lot c1592844 with the straightener and tried to advance the stent over the wire, he noticed a kink in the stent. Therefore, another stent was used instead. No adverse effects to the patient reported.